Event description:
It was reported during in clinic follow up that the right atrial lead exhibited undersensing and a high impedance of 2025 ohms. The lead remains implanted and will continue to be monitored. The patient was asymptomatic and stable.

Event description:
New information received notes that the atrial lead was capped (B)(6) 2023 and successfully replaced. The patient was stable.